Event description:
It was reported that in clinic, there was difficulty downloading historical data from the controller, specifically at file #3. The controller was subsequently changed out. There were no issues following the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty downloading historical data from the system controller was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Log files were downloaded from the system controller without issue. The log files contained data spanning approximately 13 days ((B)(6) 2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no notable alarms active throughout the log file. The returned system controller underwent functional testing and passed without issue. The controller was able to operate a mock circulatory loop as intended for an extended period of time. The controller¿s periodic and event log were reviewed on the system monitor¿s history screen. The log data was able to be displayed as intended. Log files were downloaded from the controller multiple times without issue. No anomalies were observed within the log files. The reported event was unable to be reproduced throughout testing. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use, rev. C, section 4-¿system monitor¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly insert the memory card. The IFU states ¿the data card is inserted into the slot located behind the door on the left side of the system monitor, with the white side facing the front of the system monitor. The system monitor beeps when the card is correctly inserted.¿ the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.